Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was not returned for evaluation. It should be noted that the complaint mentioned 5 devices were used, however only one device was returned for evaluation to the supplier, therefore, device is not available for a physical evaluation. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatches: 1221934-2018-53926, 1221934-2018-53925, 1221934-2018-53928, 1221934-2018-53929, this report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email that there was no suction. No adverse consequences to the patient. Completed with a same like product. The following additional information was received via email by mitek complaints on (B)(6) 2017: the procedure was a knee arthroscopy and the issue was detected just after starting to use the electrode. Yes all five electrodes were involved in the same case and an alternative electrode from a different lot was available. There was a delay of 6 to 15 minutes and independent suction 200mb was used.